Manufacturer narrative:
Updated: b5, d4, d8, d9, h2, h3, h6, h11. The device was returned to olympus for evaluation. Based on historical data, the reportable malfunctions possible causes are likely due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an occasional blackout (no image). The issue occurred during preparation for use and no patient was in the room. There were no reports of patient harm or involvement